Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2014), the patient¿s test strips and control solution have been returned on 9/8/2014 and evaluated by lifescan product analysis on 10/2/2014 and 10/8/2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. The control solution involved with this complaint failed testing. The control solution was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the control solution was found to have low glucose results when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the control solution test read out of specifications on his onetouch verio iq meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, the complaint is being reported due to the failing control solution test results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (11/24/2014). The patient¿s test strips have been returned on 9/8/2014 and evaluated by lifescan product analysis on 11/11/2014 with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.